Manufacturer narrative:
According to tests performed during design verification activities, this type of failure can be caused by repeated collisions/impacts to the cupola. The powerled series operating manual includes a verification of all the covers during yearly maintenances. Maquet is no the primary service provider of these lights. The hospital has placed an order to replace the end-cap. Maquet medical systems USA submits this report on behalf of the device manufacturing facility. Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report.

Event description:
Customer reported that the end cap of the surgical light fell off into the patient. No injuries were reported to maquet. (B)(4).